Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the fourth firing with buttressing with a gold load the device geared down during firing. When the stapler was removed the staple line appeared jagged and a portion looked ¿raw¿ and there didn t appear to be any staples. The distal portion buttressing appeared to be folded over on itself and there appeared to be no staples in it. A leak test was performed, and leaks were found around the area of the fourth firing. The surgeon removed some malformed staples from the patient then put in two silk stitches. Another leak test was performed and there were no bubbles. Upon removing the specimen, the surgeon examined the staple lines, and there appeared to be no staples around the fourth firing and there was a small opening. The surgical tech cleaned the device properly between firings. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5ej3f. H6: component code = mechanical (g04). Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with seven reloads presents. The reloads (b,c,d,e,f &g) were received fully fired, and reload (h) was received fully fired and with the reload deck damaged. The reloads units can be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.